Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited impedance measurements of greater than 3000 ohms. Additionally, the patient was in atrial fibrillation (af) during that time. The patient was sent for a chest x-ray and would follow up with their physician in the future. No adverse patient effects were reported. The lead remains in service.